Event description:
This report was received from (B)(4) and is a spontaneous report of peritonitis coincident with unknown dianeal solution on peritoneal dialysis therapy. The nurse reported that the patient experienced peritonitis on (B)(6) 2012. The patient stated that per the doctor the cause of peritonitis was due to a bug in the intestine or a small perforation leak, however, the nurse stated she is not sure why the family would say that as the culture results are still pending. The patient was recovering.

Manufacturer narrative:
(B)(4). A batch review was conducted on potentially associated lot number: gd891309 with no defects noted during the manufacture of these lots related to the reported condition. The complaint was not confirmed. No device malfunction or use error was identified. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 2 of 2 involved in this peritonitis event.